Event description:
It was reported that following a fall, the patient had stimulation in the wrong location. The stimulation was in the side of his leg, but after the fall, it was in his back. After the fall, the patient had a "pinch" at the area of the lead, but this resolved. The stimulation shifted when he changed positions. Additional information was requested.

Manufacturer narrative:
(B)(4).